Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead had stimulation. The patient had a history of phrenic nerve stimulation, though none was observed during this event. The stimulation described by the patient was noted as occurring in the back and wrapping around. This rv lead was turned off, yet the patient still reported the stimulation. The clinical representative created stimulation to differentiate the sensation, and the patient confirmed it was distinct from the initial sensation, therefore it was suspected that could be related to premature ventricular contraction (pvc)s, but it was not conclusive. The clinical representative will discuss the findings with the physician. No adverse patient effects were reported. This rv lead remains in service.